Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 157 mg/dl and the sensor glucose was 60 mg/dl at the time of the incident. Blood glucose at the time of the call was 175 mg/dl. Customer noticed bent cannula on previous sensor. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer also reported getting a high blood glucose of 387 mg/dl which they treated with the insulin pump. The sensor will not be returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.